Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs received for investigation. Your report of a faulty valve could not be confirmed from the 20ga insyte autoguard bc units that were received from lot number 4282459. The needles were received fully retracted within the safety shield. The IV catheters had been connected to extension sets, which pushed the actuator through the blood control valve. A functional test revealed no leaks in the IV catheters. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global leaked beyond the blood control valve. The following information was provided by the initial reporter: I wanted to let you know I have had another 20g IV today. Additional information: same issue. The valve in the IV set is not working.

Manufacturer narrative:
Additional information received. See b. Describe event or problem e/f codes updated.

Event description:
4/11/2025 no there was no harm or injury to patient or technologist.